Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.